Event description:
It was reported that during the implant attempt, the device was placed in the pocket and lead threshold testing was performed. The threshold measurement was approximately one volt higher than through the analyzer. The lead was repositioned, but better threshold measurements were not obtained. The physician decided to remove the device and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).